Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced fatigue and was unable to self-treat, requiring treatment consisting of sugary drink/soda and sugar by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Reader was connected to computer to established bluetooth connection to receive ble (bluetooth) packets on the app screen after waiting for 6 minutes. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. First 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present for all packets. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy 52 a, os 13, app version 5.0. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced fatigue and was unable to self-treat, requiring treatment consisting of sugary drink/soda and sugar by third-party. There was no report of death or permanent injury associated with this event.